Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that thermal event occured. The procedure was completed successfully with a replacement device.

Manufacturer narrative:
Alleged failure: the front end caught fire during the operation, hot the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the tissue generated and pieces of burned tissue may occlude the electrode tip distal end which may have contributed to the abnormal plasma of the electrode. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Event description:
It was reported that thermal event occured. The procedure was completed successfully with a replacement device